Manufacturer narrative:
We checked the returned unit and confirmed that the cfb fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the cfb. In addition, we confirmed that the insertion flexible tube (ift) fluid damage, the insertion flexible tube (ift) broken, the control body complete fluid damage, the forward body frame fluid damage, the biopsy inlet t-piece clogged, the light guide cable fluid damage, and the light guide cable broken; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Fiber image failure(fluid damage).